Manufacturer narrative:
On 02/16/2019, mentor received additional information about the event. It was initially reported that the patient would have the suspect medical device explanted on (B)(6) 2019. However, new information states that the surgery has been delayed because the patient has a sinus infection. Her white blood cell count was too high on the scheduled date. Explantation surgery has been delayed until the sinus infection has been successfully treated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 460cc saline breast prosthesis, catalog #3503460, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 460cc saline breast prosthesis that deflated after implantation. The patient called the doctor¿s office to report a deflation of her right breast prosthesis. As a result, the patient will undergo explantation on (B)(6) 2019.